Event description:
It was reported that the impactor tip was found broken in half.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the visual inspection of the returned device exhibits signs of excessive usage. The impactor tip is broken into two pieces at the proximal end where the humeral head of impactor connects the handle. The device has significant signs of damage evident by the impaction marks. The breakage pattern of the device indicates to be a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a wear & design related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If more information is provided, the case will be reassessed.

Event description:
It was reported that the impactor tip was found broken in half.